Event description:
It was reported that during an unk procedure, at the end of the stapling, the blade did not retract. It was therefore necessary to use the manual solution (use of the device security system) and change the device.

Manufacturer narrative:
(B)(4). Date sent: 3/21/2025. D4: batch # 681c12. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c12, and no non-conformances were identified. Additional information was requested and the following was obtained: no impact patient.